Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, based on a review of the session records, it appeared as though the device did function correctly as programmed.

Event description:
It was reported that the patient passed away. Undersensing leading to the misdiagnosis of a ventricular tachycardia (vt) episode as a supraventricular tachycardia (svt) was observed on the device. Abbott technical support was contacted and confirmed that no malfunction was observed on the device and that the device was performed as programmed. No allegation of malfunction was made against the device, and there was no allegation from a healthcare professional that the device caused or contributed to the patient's death.